Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a 61 year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that the patient developed mottling and loss of pulses in the right leg. The cp was explanted to resolve the limb ischemia, and hemostasis was achieves with manual compression. The patient survived the event.

Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible issue has been completed since the original report was submitted. The device was not returned for investigation and data logs were not made available. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. F6 and f8 should have been blank h6 health effect-impact code should be 4629 only. 4627 and 4625 should be removed from the initial report.